Event description:
This customer reported that the device received an error code 10.

Manufacturer narrative:
(B)(4). This customer reported that the device received an error code 10. As a result of this unit being out of support since (B)(4) 2006 and most replacement parts no longer being available, we are not able to determine the exact cause or impact of this failure . The customer understands that the device is no longer under support. No further investigation is possible.